Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that an nc euphora device had a micro hole when inflated, which may have caused a septal dissection. A small pinhole leak on the balloon caused contrast to leak out. The patient is reported as stable and has had some mild angina post case and is staying overnight in hospital. The rest of the case went well.

Manufacturer narrative:
Additional information: it is noted that the patient has calcified arteries. A nc euphora balloon catheter was intended to be used. The target location was a lesion in the lad which was tortuous and calcified. The device was being used to pre-dilate the lesion. The device was inspected prior to use with no issues noted. Negative prep/purging was performed on the device prior to use with no issues noted. Resistance was noted while advancing the device to the lesion. No excessive force was used. 3 inflations of 14 atm were used prior to the balloon burst. The balloon burst on the 3rd inflation at 14 atm. There was a sudden drop in pressure. No further balloons were used to pre-dilate after the balloon burst. If information is provided in the future, a supplemental report will be issued.